Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient saw their first doctor after their first bladder infection. During the visit, the patient and doctor tried going through some programming changes and the stimulation would "shoot" down to the patient's toes and it was painful. The patient turned their ins off about two weeks ago from (B)(6) 2017. No further patient complications have been reported as a result of this event.